Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.